Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction were verified. The monitor's contrast and brightness were adjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600's monitor was dark making antomical images unclear. There was no adverse patient involvement reported. There was no patient information reported.